Manufacturer narrative:
(B)(4). The breakage of the hex tip occurred at the junction of the hex with the t portion. The breakage appearance is brittle and is typical of failure due to high stress level in torsion. No pre-existing defect was found at the level of the breakage. The breakage of the hex is consistent with high stress applied to the screwdriver during pedicle screw insertion. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that during an unspecified spinal surgery, when the multi-axial screw was inserted at s1, the tip of the screwdriver broke off and remained in the screw head. No further patient complications have been reported.